Manufacturer narrative:
The reported issue could not be confirmed as the customer has not yet completed the evaluation on the device and declined further assistance from the remote service engineer.

Event description:
It was reported to philips that the device was unable to obtain an ECG rhythm on a patient during transport and was experiencing intermittent ECG lead failures during operational testing. The device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was unable to obtain an ECG rhythm on a patient during transport and was experiencing intermittent ECG lead failures during operational testing. The device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.